Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed. A manual sound test was performed and passed. A wiggle test was performed and passed. An internal visual inspection was performed passed. The log was downloaded for review finding no error related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.